Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.00/+1.0/135 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was explanted due to excessive vault. That same day a shorter length lens was implanted however it is unclear if this was performed intraoperatively. The problem was resolved. Cause of event reported as unknown.